Manufacturer narrative:
Product analysis #268534388:analysis information -- 10/28/2021 13:25:48 cst pli# 10 product ID# 8637-40 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. However, during dispense accuracy testing, the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate during ______ of _______ tests. Please note that dispense testing in the lab is not designed to fully replicate the clinical experience. Continuation of d10: product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2021 product type catheter. H3- the proximal segment of the catheter and the pump was returned and analysis found that the colled was not fully in place fir the catheter and an in house finding for the pump, the pump failed lab dispense test. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 13-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving lioresal (2000 mcg/ml at 1 ,274.8 mcg/day) in flex dosing mode via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. It was reported that the patient was experiencing some withdrawal symptoms/increased spasticity yesterday (B)(6) 2021), so a CT was ordered that revealed a fluid collection in what appeared to be the pump pocket. A plan was then made to revise the catheter today (B)(6) 2021). During the procedure, the hcp was able to aspirate csf (cerebrospinal fluid) from the catheter access port of the pump. The hcp and the attending resident assisting thought they observed a small amount of fluid at the connector portion of the existing catheter. The hcp elected to replace both the proximal segment of the catheter and the pump. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be difficult transfers of the patient, but no reported falls. The new pump was programmed with the previous settings. The issue was noted to be resolved.